Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified proximal to mid left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 12 atmospheres on the first inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.